Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the adc freestyle libre, having received a sensor scan result of 71 mg/dl compared to a competitor meter reading of 151 mg/dl. The customer presented to the emergency room with symptoms described as "lungs getting full of water". An reading of 110 mg/dl was received on the hcp meter, compared to a sensor scan result of 47 mg/dl. It was further reported that the hcp administered levemir and novolog for treatment. It is noted that treatment with insulin is generally not indicated for any of the readings reported, but no further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and properly seated. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed, and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
A customer reported a low readings issue with the adc freestyle libre, having received a sensor scan result of 71 mg/dl compared to a competitor meter reading of 151 mg/dl. The customer presented to the emergency room with symptoms described as "lungs getting full of water". An reading of 110 mg/dl was received on the hcp meter, compared to a sensor scan result of 47 mg/dl. It was further reported that the hcp administered levemir and novolog for treatment. It is noted that treatment with insulin is generally not indicated for any of the readings reported, but no further details were provided. There was no report of death or permanent impairment associated with this event.